Manufacturer narrative:
The device has not been returned for evaluation; therefore, the investigation is inconclusive for mechanical problem as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model ecp0110gv biopsy instrument allegedly experienced a mechanical issue. This information was received from one source. The mechanical issue involved one patient with no patient consequence. The age, weight, and sex were not reported for the patient involved.